Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional medical treatment and procedures.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the physician, the uphold vaginal support system was implanted during an anterior repair/ d&c for a grade 3-4 rectocele, cystocele. During the patient's annual exam in (B)(6) 2011, she complained of some mild prolapse recurrence and the physician instructed the patient to continue using premarin cream. The patient was last seen on october 11, 2012 complaining of even more prolapse occurrence. An exam revealed some mesh exposure and evidence the mesh did not hold as intended. The patient was referred to a uro-gynecologist. All other information is unknown and unavailable.

Manufacturer narrative:
Additional information received.